Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty was encountered when repositioning the stent by pulling back. The lad stenosis was 70% and calcified 50%. Prior to the stent, the physician used a cutting balloon 3.0 x 10mm to cut the calcified plaque, and then a maverick balloon 3.0 x 15 mm to pre-dilate the vessel. The taxus express2 8.8% - 2.75 x 32 mm drug eluting stent was placed easily into the mid lad. It was reported that the polymer shaft snapped. The physician pulled the remainder of the shaft from the body. Using a choice pt guidewire, the physician was able to retract the stent into the guide catheter. After retrieving the first stent, the physician used a cutting balloon 3.25 x 10 mm to further treat the lesion. A taxus express2 3.25 x 10 mm drug eluting stent was implanted without any complications. The pt's status is listed as good. No other complications were reported.